Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual examination confirmed the arm had broken off. Device was manufactured to specifications. Root cause cannot be determined, however to much force cannot be ruled out.

Event description:
It was reported during a cervical spine stabilization surgery the tube of the adjustable cervical distractor had broken off. This was during a veterinarian surgery. All parts were retrieved from patient.